Manufacturer narrative:
According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.

Event description:
It was reported to boston scientific corporation in 2005, that a c.r.e. Balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure on a female patient fourteen days prior, (patient age and weight unknown). According to the complainant, the cre balloon ruptured during the procedure. This event occurred inside of the patient. The procedure was successfully completed with another c.r.e. Balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".